Event description:
Tested blood glucose on device in morning (9 am) as 132, ate a normal breakfast and took medication as usual. Pt skipped lunch and passed out while shopping at 2:30 pm. Pt returned home and tested blood glucose as 258. Pt taken to ER by spouse and lab blood glucose test was 16. Pt was treated and observed for 5 hours. Re-tested blood glucose on other device before returning home, blood glucose was 294. When home tested again on his device and blood glucose was 258. Visual comparisons were acceptable.